Manufacturer narrative:
The prograsp forceps instrument was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, where the black shaft meets the metal grasper tip on the prograsp forceps instrument, tissue got stuck in that connection point. Arms were inserted and surgeon began to retract the colon out of the pelvis when tissue stuck in the arm. The omental tissue was stuck between where the black shaft connects to the instrument head- where the black shaft first touches the silver part of the instrument, the wrist of the instrument. The omental tissue was removed, with no bleeding or permanent effect to the patient's health. The surgeon stated this event had no affect on the patient or procedure outcome; the instrument had to be replaced. The patient did not experience any post-operative complications. The patient was discharged from hospital as planned. The procedure was completed robotically as planned.

Manufacturer narrative:
The prograsp forceps instrument has been returned, however, at this time failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.